Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
Analysis of the catheter found a user related hole in the catheter body.

Event description:
Additional information received reported via return paperwork that the catheter was replaced ¿due to loss of pain relief at new level t9¿. No further information related to the event was reported.

Event description:
It was reported that there was a possible catheter migration secondary to a patient fall. The patient experienced right lower extremity numbness following the fall. The catheter was replaced on 2014 (B)(6). Outcome was reported as resolved without sequelae as of 2014 (B)(6). The device system delivered clonidine and bupivacaine.